Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before the intervention the device was not cutting (no cut). There was no patient impact. There was no delay. The patient was anesthetized during this period. Another zimmer biomet device was used to complete the procedure. No additional surgery was needed. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was not cutting properly; the machined head, neckpiece, and screw threading were damaged, the switch was stuck, the swivel was loose, the reciprocating arm, eccentric shaft, screws, and bearings were worn, the motor speeds were not stable, the control bar was out of position, and the device was out of calibration. The machined head, neckpiece assembly, screws, reciprocating arm, eccentric shaft, bearings, seals, poppet housing, poppet spring, poppet, hinges, swivel, motor, and sleeve were replaced, the control bar was adjusted, and the device was recalibrated to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.